Manufacturer narrative:
Date of report : 20feb2019, date rec¿d by MFR : 19feb2019. A blower controller was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 13feb2019. Correction: submitted for follow-up #1 stated: the customer stated that the oxygen regulator and the blower motor controller were replaced to address the issue. Corrected to: the customer stated that the oxygen regulator was replaced due to a leak. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 5dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator was intermittently generating an air valve lift off failure error code. No patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 10dec2018. Date of manufacturer: 06dec2018. The customer stated that the oxygen regulator and the blower motor controller were replaced to address the issue.